Manufacturer narrative:
Evaluation results: migration, endoleak. Evaluation conclusion: disease progression resulting in aortic neck dilatation and moderate aortic neck angulation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT demonstrated that the patient has disease progression resulting in aortic neck dilatation and moderate aortic neck angulation. It was reported 21 months post stent graft implant the CT revealed the stent graft has migrated distally 40 mm and there was a type I endoleak. The physician elected to implant four aneurx aortic cuffs and the migration type I endoleak were resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.